Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. ¿ a pneumoperitoneum is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient was discharged home with a lot of abdominal pain. The patient was advised to go to the emergency department, where she was informed that her abdominal pain was due to air accumulation in her abdomen during tube placement. The patient was treated with analgesics, nolotil every eight hours. On (B)(6) 2021, it was reported that the patient's abdominal pain resolved.